Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was reverting to the memory mode when attempting to test her blood glucose. The complaint was classified based on the customer care agent (cca) documentation, since attempts to reach the patient for further information were unsuccessful. The patient stated she was unable to test her blood glucose with the subject meter because it was stuck on the last reading (B)(6) 2025, 353 mg/l). It was not reported if the patient made any changes to her usual diabetes management due to the alleged issue. The patient reported developing symptoms of feeling ¿really bad, like her sugar level was getting high¿ as a result of the alleged issue. The patient reportedly went to the emergency room (ER) and received blood glucose results of ¿510, 494, 412, 450, 513, 475, 540, 543 and 572 mg/dl¿. It was not reported what treatment the patient received at the ER. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest however the alleged issue was not resolved. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly sought medical attention at the emergency room for an acute high blood glucose excursion after the alleged meter issue began. It is not known what medical treatment the patient received.